Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one (1) unit of polyflux 210h, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The device was received for evaluation. Visual inspection of the product with the naked eye shows the product wet. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leakage test of the dialysate side was performed and no leakage was identified. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.